Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3887-45, lot# j0421548v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-45, lot# j0421678v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient originally had their implantable neurostimulator (ins) on the side and it started coming through the patient¿s skin. A revision to reposition the ins was done. It was reported that there was a ¿nice hunk¿ of scar tissue over their ribcage. The revision occurred 4-5 years prior to report. Additional information has been requested, but was not available as of the date of this report.